Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant attempt that the patient's right atrial (ra) lead dislodged. The ra lead was replaced with a longer size. It was also reported that the patient's implantable pulse generator (ipg) was not capturing the heart while out of the pocket during right ventricular pacing threshold testing. Device memory showed lead impedance warnings and a polarity switch, but testing the day after implant showed expected behavior. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned in segments and analyzed with no anomalies found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.